Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient developed a sore on her rib cage while in the hospital. The sore was red and slightly bigger than a quarter. The patient's cardiologist instructed the patient to remove the lifevest so the sore could heal. The patient continued to wear the lifevest after she was discharged from the hospital.